Event description:
Patient was revised due to pain and osteolysis. It was noted that there was large amounts of milky white liquid and black tissue found in the hip. (B)(4) 2012 - litigation papers received. There is no new information that would change the outcome of the investigation. (B)(4) 2012 - patient operative notes received. It was noted the patient had metallosis, cloudy, opaque, nearly white fluid with debris, elevated chrome-cobalt levels, pseudotumorous-type tissue, significant corrosion of products at the inferior aspect of the trunnion of the stem. The stem and sleeve have been added to the product page and the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.